Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site, and scs leads were twisting. The patient is a twiddler and has had previous intervention due to ipg/lead migration (related manufacturer reference number: 1627487-2024-08451, 1627487-2024-08452). As a result, surgical intervention took place on (B)(6) 2024, during which the ipg was repositioned, both leads were explanted, and only one new lead was implanted due to scar tissue.